Manufacturer narrative:
Additional information: b3, d6b, & h6. The recipient's device was reinserted on (B)(6) 2026. An x-ray was attempted but a good image was not obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information - section e1. Advanced bionics considers the investigation into this reportable event as closed. The recipient's x-ray confirmed placement and confirmed that there were no extracochlear electrodes. The recipients activation went well and hearing has improved. The recipient will be followed per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and non-auditory sensation. Device testing results were within normal limits. Programming adjustments were made however, the issue did not resolve. A CT scan was completed, and it was reviewed by two surgeons, each noting a different outcome. A repositioning surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.